Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. Customer's blood glucose (bg) level was "high", however, a specific blood glucose level was not provided. Customer drank water to address bg level. Reportedly, the customer reached out to a health care provider to obtain an alternate method for insulin therapy.